Manufacturer narrative:
Complaint (B)(4) no samples were received for evaluation. No customer pictures were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
The customer advised the tubes fill slowly and do not always fill to their full capacity. The customer advised the gel does not always spin down completely.